Manufacturer narrative:
(B)(4).. Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider found air loss alarm displayed on screen, air supply source compressor, opened compressor, found pneumatic section tubing disconnected, reconnected it and ventilator worked properly.

Event description:
It was reported that during set up the ventilator generated an air supply loss alarm. There was no patient involvement.